Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an upgrade to a biv-ICD procedure when splitting the peel-away sheath, the radiopaque marker band detached and migrated to the patient's lung. The physician states that no unusual anatomy was noted during the procedure for this patient, and no hemodynamic changes due to the foreign body introduction were noted. The patient is doing well, there are no plans to remove the foreign body from this patient. Admission to the hospital or prolongation of hospitalization was not necessary. No additional interventions or medication were necessary.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause attributed to failure of the component. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.